Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler the day after ending their pd treatment. The patient received an air detected in cassette warning during treatment but finished the treatment. In a follow up, the patient¿s caretaker reported that the following day after the leak when the patient removed the cassette there was fluid on the cassette and in the pump module area of the cycler. The cause of the leak is unknown. The patient¿s caretaker verified that there was no harm, intervention or adverse event due to the fluid leak. The patient did manual treatments until a new cycler was received. The cycler set is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler the day after ending their pd treatment. The patient received an air detected in cassette warning during treatment but finished the treatment. In a follow up, the patient¿s caretaker reported that the following day after the leak when the patient removed the cassette there was fluid on the cassette and in the pump module area of the cycler. The cause of the leak is unknown. The patient¿s caretaker verified that there was no harm, intervention or adverse event due to the fluid leak. The patient did manual treatments until a new cycler was received. The cycler set is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.